Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: removal was performed due to patient´s wish, and sample is available the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 820 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a 49-year-old female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 6 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), swelling ("swelling") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, swelling and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, myalgia and swelling with essure. The reporter commented: removal was performed due to patient´s wish, and sample received. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test performed, result not provided . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 803 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-apr-2018: device removal questionnaire received. Patient¿s initials and date of birth provided; essure lot number 810887 was inserted on (B)(6) 2011 and removed via laparoscopy on (B)(6) 2018 due to patient¿s request; muscle pain, joint pain and swelling were added as event. On (B)(6) 2018: processed with fu (B)(6) 2018. Sample received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a 49-year-old female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 6 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), swelling ("swelling") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, swelling and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, myalgia and swelling with essure. The reporter commented: removal was performed due to patient´s wish, and sample received. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test performed, result not provided the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 762 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a 49-year-old female patient who had essure (batch no. 810887) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 6 years 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), swelling ("swelling") and myalgia ("muscle pain"). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, swelling and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, myalgia and swelling with essure. The reporter commented: removal was performed due to patient´s wish, and sample received. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy test performed, result not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 854 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.